Manufacturer narrative:
Concomitant medical products: product ID: 5568-53 lead, implanted: (B)(6) 2010, product ID: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were alerts for high undefined right ventricular (rv) lead defibrillation and superior vena cava (svc) coil impedance and high left ventricular (lv) lead pacing impedance. It was also reported the lv lead exhibited high thresholds. The rv lead was explanted and replaced, the lv was explanted. No patient complications have been reported as a result of this event.